Manufacturer narrative:
A field service engineer (fse) arrived at the customer site and confirmed the reported issue by reviewing the result printouts. The fse suspected the reported issue was caused by the substrate heater (dispenser) unit. During troubleshooting, the fse observed the nozzle for the substrate heater was not straight and replaced the substrate heater. The fse validated the analyzer by performing a daily check, calibration, precision and quality control (qc) with results within acceptable range and no further errors. The aia-2000 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The st aia analyte application manual for ca 19-9 states the following: limitations of the procedure st aia-pack ca 19-9 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 19-9 using st aia-pack ca 19-9. A ca 19-9 result below the upper reference limit of normal does not indicate the absence of malignancy because patients with histopathologic evidence of pancreatic cancer may have ca 19-9 assay values within the range of normal individuals. Patients who do not secrete blood group lewis antigen do not produce ca 19-9. Conversely, a ca 19-9 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of pancreatic malignancy since a small percentage of healthy individuals and individuals with non-malignant conditions as well as malignancy in other locations than the pancreas may have elevations in ca 19-9 assay results. A ca 19-9 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease of the pancreas. 10 rev-0025271-1119, lbl-00069 [1], st aia-pack ca 19-9. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert. The most probable cause of the reported issue was due to a mechanical problem with the substrate heater (dispenser) unit, component failure.

Event description:
A customer reported imprecision for quality control (qc) and patient results for carbohydrate antigen 19-9 (ca 19-9) on the aia-2000 st analyzer. The customer performed a run on the same sample ten (10) times with remaining results inconsistent. A field service engineer (fse) was dispatched to further investigate the reported issue. There was no indication of any patient intervention or adverse health consequences due to the reported event.